Manufacturer narrative:
Conclusion: there is a probable temporal relationship between the episodes of hyperglycemia, patient experiencing dizziness, disorientation, difficult seeing (blurred vision) at home and subsequent hospitalization. Patient is not a known diabetic and post discharge now requires insulin administration every 12 hours. It is unknown the strength of deflex solution the patient is currently prescribed. The true etiology and causality of the hyperglycemia is presently unknown but the patient now requires insulin administration and blood sugar monitoring. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Source documents and information in the complaint file were reviewed by a post market surveillance clinician. On (B)(6) 2017 a peritoneal dialysis (pd) patient was experiencing chief complaints of dizziness, disorientation and difficulty seeing (blurred vision) at home and required admission to the hospital from (B)(6) 2017 to (B)(6) 2017 due to hyperglycemia. Additionally, the patient's contact noted the patient was not diabetic and it is unknown what caused the episode of hyperglycemia now requiring insulin management. While hospitalized the patient continued on continuous cycler-assisted peritoneal dialysis (ccpd) therapy using the cycler without further reported issues. On (B)(6) 2017 the patient was discharged home with wife and prescribed insulin to be administered every 12 hours to home current medication regime, subsequently continuing ccpd therapy on the liberty cycler.

Manufacturer narrative:
Conclusion: there is a probable temporal relationship between the episodes of hyperglycemia, patient experiencing dizziness, disorientation, difficult seeing (blurred vision) at home and subsequent in-patient hospitalization and fresenius products exists. Patient is not a known diabetic and post discharge now requires insulin administration every 12 hours. It is unknown the strength of deflex solution the patient is currently prescribed. The true etiology and causality of the hyperglycemia is presently identified in the medical records as hyperglycemia without ketosis (unspecified). The patient now has specific instructions for insulin administration with his nightly ccpd therapy: nph insulin (humulin/ novolin n): 12 units in the evening at 1o pm at the start of dialysis, special instructions: if your blood sugar is less than 100 when your insulin is due, do not take it.

Event description:
Source documents and information in the complaint file were reviewed by a post market surveillance clinician. On (B)(6) 2017 during a service call the patient¿s contact reported that this peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy was experiencing chief complaints of dizziness, disorientation and difficulty seeing (blurred vision) at home and required admission to the hospital from (B)(6) 2017 to (B)(6) 2017 due to hyperglycemia. The patient¿s wife noted that her husband was not diabetic and it was unknown what caused the episode of hyperglycemia now requiring insulin management. While hospitalized the patient continued on ccpd therapy using the cycler without further reported issues. On (B)(6) 2017 the patient was discharged home with wife and prescribed insulin to be administered every 12 hours to home current medication regime, subsequently continuing ccpd therapy on the liberty cycler. On (B)(6) 2017 during a service call the patient contact reported the patient was just discharged from the hospital. Medical records were received revealed the patient went to the emergency department(ed) on (B)(6) 2017 experiencing signs and symptoms of hyperglycemia at home and directly admitted to the hospital. Patient hospital medication list as well as concomitant medication list was supplied, additionally identified any medications that were discontinued (stopped). Additionally the primary diagnosis was: hyperglycemia without ketosis (unspecified). The patient was discharged to home on (B)(6) 2017 resuming light activity with follow up appointments with primary care physician (pcp)/nephrologist.